Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a not working was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module. Appropriate action was taken to correct the reported problem by replacing the defective pump head module. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that previous service events were related to the reported condition. During previous service the pump head module had been replace. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "ch a not working ". This event occurred during programming/setup in "l&d" . The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.